Manufacturer narrative:
Additional information: during the revascularization the left proximal and mid sfa were treated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two in.pact admiral paclitaxel eluting balloon catheters were used to treat the left proximal sfa. Approximately 11 months post procedure, patient suffered critical limb ischemia with revascularization using an inpact admiral dcb balloon catheter. Patient recovered. Investigator and sponsor assessed event is not related to device, procedure and paclitaxel.